Manufacturer narrative:
This report is being cancelled as it is not a valid complaint.

Event description:
This report is being cancelled as it is not a valid complaint.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had a battery maintenance error message. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.